Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, an unidentified fibrous blockage was identified protruding from the air/water nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis lucera colonovideoscope channel is blocked. The event occurred during reprocessing. The procedure was completed using the same set of equipment. During a standard service inspection of the customer returned device, fibrous blockage was identified. This report is to capture the reportable malfunction found at estimation. There was no patient injury or harm reported.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of foreign material in the aw nozzle is as follow: as a result of component analysis, the material principally consisted of silicone rubber which are probably pieces of the silicone rubber products used in the endoscopy room and/or the injection tube which is an accessory of the scope. They entered by mistake. The instructions for use (IFU) states: reprocess manual 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Operation manual :operate the endoscope position detecting unit as described in its instruction manual. Olympus will continue to monitor complaints for this device.